Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and the failure modes were not reproduced during testing. The data log at the time of the placement signal not reliable alarms confirmed that during the times of the alarms, the cause of the intermittent unreliable placement signal and oscillating contrast was most likely due to a malfunctional optical bench lamp. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the placement signal not reliable alarm occurred on the automated impella controller. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.